Event description:
It was reported that difficulty irrigating the catheter occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation (pfa) catheter was selected for use. During deployment testing of the catheter, the catheter moved to flower configuration without issue. There were no issues flushing the catheter during preparation. However, upon undeployment, the deployment mechanism was stiff, and the catheter did not appear to reach the full undeployment state as expected. The splines were still able to be manually compressed and entered through the sheath valve. Once the catheter was extended beyond the sheath, it was seen on fluoroscopy that the catheter did not appear to be in the fully undeployed state. At this point, the flush line to the catheter was no longer dripping despite the line being fully opened. The catheter was replaced, and the procedure was completed without patient complications. The catheter is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that difficulty irrigating the catheter occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation (pfa) catheter was selected for use. During deployment testing of the catheter, the catheter moved to flower configuration without issue. There were no issues flushing the catheter during preparation. However, upon undeployment, the deployment mechanism was stiff, and the catheter did not appear to reach the full undeployment state as expected. The splines were still able to be manually compressed and entered through the sheath valve. Once the catheter was extended beyond the sheath, it was seen on fluoroscopy that the catheter did not appear to be in the fully undeployed state. At this point, the flush line to the catheter was no longer dripping despite the line being fully opened. The catheter was replaced, and the procedure was completed without patient complications. The catheter is expected to return for analysis.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and device had some resistance when deployed to basket and flower position; however, catheter was not able to undeployed when moving the slider switch back to its original position. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. The catheter was dissected for further inspection. It was observed that there was an accumulation of corrugated below in the distal section of the catheter tip, constricting the guidewire lumen. Based on all the available information boston scientific determined there was no device problem detected. The device passed all test performed, showing no evidence of the reported failure of difficult to irrigate. The catheter was not able to undeployed and it was revealed there was an accumulation of corrugated below in the distal section of the catheter tip.